Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (4.3mm) the punch didn't trigger ¿ the umbrella got stuck in the applicator. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: medical device ¿ problem code -h-6 from ¿2610¿ to ¿2183.¿

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/07/2022. An investigation was conducted on 07/20/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. There were no visual defects observed on the seal, no cracks or delamination was observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.228 inches (B)(6). The length of the delivery tube was measured at 2.49 inches (B)(6). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The lot # 25161506 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.